Event description:
It was reported that the strip electrode did not work. There was no pt injury and no delay in surgery. Additional info was requested and on (B)(6) 2014, the following was provided by the sales rep: (B)(6) year old male pt with an underlying med condition of a brain tumor underwent a craniotomy. The electrode was put in to the monitor, reading depression postoperatively; the electrode was not working. It was unk which of the 6 contacts did not work. The strip electrode was taken out of the pt in the intensive care unit (ICU). They did not put in another one even though there were other strip electrodes available to be used. They did not monitor the pt when the strip electrode was not working correctly. Pt outcome was unk. The lot number of the product was also unk.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.